Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. Reprogramming was completed and eventually the pace/sense, low-voltage portion of the lead was capped and replaced. The high-voltage defibrillation coils of the original rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had developed a lead fracture. No patient complications have been reported as a result of this event.